Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing on the right ventricular (rv) lead. A possible lead fracture was suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.